Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump was cracked at the battery cap. The customer stated the back occurred because she had tightened the battery cap too tight. The customer's blood glucose was 400 mg/dl. The customer treated herself with manual injection. No additional information was provided.